Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia up to 396 mg/dl after an infusion site change with an inset teflon set, and troubleshooting guidance led to a new site placement, reconnection, and resumption of insulin delivery, after which glucose declined to 166 mg/dl with a downward trend, indicating restored infusion. Symptoms included feeling lightheaded. Outcomes included no hospitalization, no medical intervention, no backup therapy, and no ketone testing. Investigation included user support troubleshooting and education. Investigation of this case revealed an unclear root cause for the hyperglycemia, with resolution following infusion site replacement and reconnection. It was concluded that the event was related to hyperglycemia of undetermined cause with successful correction after site troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.